Manufacturer narrative:
Analysis of the pump (sn (B)(4)) found no significant anomaly. The pump motor showed o-ring wear. The pump was returned with 18 ml of fluid in the reservoir and was running at the minimum infusion rate mode. The pump catheter access port (cap) was patent as received. Pump logs were gathered and a motor stall and a motor stall recovery were noted. The pump passed dispense accuracy testing. Long-term volume infusion tests were performed for 63 days. The pump infusion output/reservoir volumes were within the recommendations per the clinical reference guide. Destructive analysis was performed and no significant anomalies were noted. Analysis of the catheter (unknown lot#) found a user related hole in the catheter body. The catheter was received complete by analysis and was occluded when received. The catheter was cut into 3 sections to remove the occlusion for internal decontamination of the catheter lumen with bleach. The occlusion was removed. Catheter inspection found areas of interest in the newly created 3-distal catheter segment. A slightly narrowed/deformed catheter body was found near a hole and abrasion.

Event description:
It was reported on (B)(6) 2014, a refill was conducted and the actual reservoir volume (arv) was 6.0 ml and the estimated reservoir volume (erv) indicated on the programmer was 5.8 ml. The "variability" was reported to have been 25%. There were no abnormalities noted and there was no change to the patient's symptoms. On (B)(6) 2015, there was a temporary exacerbation of spasticity and myotonia. The patient was transferred to and hospitalized at another facility due to the fever and myotonia. A volume discrepancy was noted; arv=11.0 ml, erv as indicated on the programmer = 5.8ml. It was noted the previous remaining drug quantity when the patient was resting was 18.8ml. A catheter test was not performed at this time. It was stated, "change (abnormality) was confirmed in the variability but not in the symptoms". On (B)(6) 2015, another refill was conducted. At this refill, another volume discrepancy was noted; arv=17.2 ml, erv= 2.7 ml. This discrepancy was noted to have a variability of 95%. Due to the variability, an abnormality of the pump and/or catheter was suspected. An abnormality was found during a catheter test because aspiration of drug inside the catheter failed. A rotor test was also performed. A causal relationship to the catheter was determined. At this time, the seriousness of the event was updated from 'not serious' to serious; severity classification 3 (hospitalization or prolongation of hospitalization period for treatment of adverse event). It was noted the date of elective replacement indicator (eri) was displayed as 4 months. On (B)(6) 2015, a catheter contrast study was performed. Aspiration from the catheter access port (cap) failed and imaging of the catheter was not performed. A rotor test confirmed normal operation of the device. A computed tomography (CT) scan test confirmed there was neither kink nor fracture of the catheter. On (B)(6) 2015, oral administration of baclofen was started. The hcp noted that neither drug nor cerebrospinal fluid (csf) was aspirated from the cap. As no abnormality in neither the course of the catheter nor the results from the rotor test were observed, a catheter occlusion was suspected to be the most likely cause of the event. The outcome of the event was listed as not recovered. The pump was reported to contain gabalon and/or baclofen (unknown).

Manufacturer narrative:
Concomitant medical products: product ID 8780, implanted: (B)(6) 2008, product type: catheter. Product ID neu_unknown_cath, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient was not recovered on (B)(6) 2015. The original pump replacement date was scheduled for (B)(6). The pump and the catheter would be implanted on the opposite side of where the current catheter and pump were, so they removed them in advance on (B)(6) 2015.

Manufacturer narrative:
Product ID: 8780, serial# unknown, implanted: (B)(6) 2008, product type: catheter. (B)(4).